Event description:
Pt to or for laryngeal stoma stenosis-surgery planned: stomaplasty. Pt prepped & draped.10% betadine prep of chest & neck area. 4 dry cloth towels (dry) were used to place on skin followed by medline drapes. Pt's oxygen saturation was 85% & case was performed under local. An oxygen cannula delivery 10l of oxygen was taped on to the drape to the level of midchest to assist pt oxygen saturation. After initial incision, a small amount of bleeding was seen. The electrocautery (set at 20) was used to stop bleeding. A spark occurred from electrosurgery unit causing the drapes to ignite. Approx 3-5 seconds the drapes were inflamed & were immediately removed from the pt to the or floor & were extinguished without further problem. Post operative exam revealed a very superficial 1st degree burn on the chest with a singed area on the skin approx 3cm x 4cm.